Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which the device was spiked into an in-house 1000 ml solution bag, reprimed, and observed for issues; the device was found to flow normally with no leaks identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a leak at the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.